Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Yellow particles on device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced.